Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a non-sustained right ventricular oversensing (nsrvo) alert for under-sensing. Programming changes were made to restore normal parameters. The patient was stable.